Event description:
Facility emts responded to the scene of an unwitnessed cardiac arrest. Reportedly, the device spontaneously entered manual mode of operation thier charged and discharged 200 joules to the pt without operator intervention. The pt was not resuscitated. The reporter indicated the pt outcome was not affected by the reported discrepancy, based upon a lack of pt viability.